Event description:
It was reported that an occlusion alarm occurred resulting in a blood glucose (bg) level of 16.1 mmol/l. The customer administered a correction injection which successfully resolved the bg. A system check was performed by technical support and no issues were identified with the pump, cartridge, or infusion set supplies. Customer changed the pump supplies and resumed insulin delivery.